Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in an unknown procedure performed on (B)(6) 2025. During the procedure, the spring dislodged from the handle, making it impossible to deploy or disconnect the device. As a result, tissue had to be torn to remove it. There were no patient complications reported as a result of this event.